Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient burn. Probable root cause: reed switch assembly malfunction. Use error. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.